Event description:
Subsequent to the initial filed report, the returned goods lab received the 3.5x28 xience v rx stent delivery system with blood noted in the balloon, a balloon pinhole, balloon peeling, and a torn shaft at the guide wire exit notch. Additional information received indicated that the physician was not aware of any leak, balloon pinhole, balloon peeling, or a torn shaft at the guide wire exit notch. No additional information was provided.

Event description:
It was reported that during the procedure, a 3.5x28 xience v rx stent delivery system (sds) was advanced toward a heavily calcified, 90% stenosed lesion in the narrow, heavily tortuous mid right coronary artery, was unable to completely cross the lesion and became stuck (unable to be advanced or retracted) in the lesion calcification. Thus, approximately 10 millimeters (mm) of the stent was deployed partially in the target lesion with the remaining 18 mm deployed in healthy tissue. The sds was withdrawn from the deployed stent and from the anatomy without issue. The procedure was considered completed and no additional treatment was administered, as lesion stenosis post stent implantation was 30%. The final patient outcome was satisfactory. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.